Manufacturer narrative:
This is one of two reports submitted for the same event. Please reference MFR report #: 9616099-2021-04417. Complaint conclusion: as reported, two .018¿ high pressure 40 x 3 x 4 slalom thrill percutaneous transluminal angioplasty (pta) balloon catheters were inflated at the anastomotic stenosis, but it ruptured. Therefore, they were replaced with another unknown balloon catheter and the procedure continued. There was no reported patient injury. This was a vascular access intervention therapy (vaivt) case. The target lesion was anastomosis stenosis with somewhat acute angulation. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet, or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product into the patient. The device was prepped normally (i.e. Maintain negative pressure). Iopamidol contrast media was used. A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was in an acute bend at the anastomosis part. The plunger depressed into the syringe/indeflator when trying to inflate. Leakage was not noted from the balloon, shaft, hub, or unknown segment. The maximum inflation pressure was 20 atmospheres (atm). The balloon catheter did not kink while being used. The balloon catheter was removed easily. The product was removed intact (in one piece) from the patient. A non-sterile unit of a slalom thrill 3x4 40 cm 3.7f unit was received for analysis coiled inside a plastic bag. Per visual analysis, the balloon was observed burst at its proximal area, as received. Blood residues were observed inside the balloon. No other anomalies were observed. Per sem analysis on the burst balloon observed during the visual review, results showed that the balloon burst was caused by a rupture on the balloon surface. The inner surface presented no anomalies near the balloon rupture. The outer surface presented evidence of scratch marks near the balloon rupture. This type of damage is commonly caused during the interaction of the balloon material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the balloon outer surface probably led to the ruptured condition found on the received device. It seems the balloon material near the rupture was torn either due to the interaction of the balloon with calcified spicules located on the lesion or with a sharp object from the outside of the balloon. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 82185238 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ was confirmed through analysis of both returned devices as scratch marks were observed on the outer surface of the balloons adjacent to the ruptures. However, the exact cause cannot be determined. It is likely vessel characteristics contributed to the events reported as evidenced by device analysis. The balloon material was likely damaged during inflation of the lesion as the procedure performed was a vascular access intervention therapy (vaivt) case. The anastomosis area was described as having stenosis with angulation, these vessels are often scarred and fibrous in nature and therefore, often resistant to balloon expansion increasing the likelihood of damage to the balloon. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
This is one of two reports submitted for the same event. Please reference MFR report #: 9616099-2021-04417. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, two .018¿ high pressure 40 x 3 x 4 slalom percutaneous transluminal angioplasty (pta) balloon catheters were inflated at the anastomotic stenosis, but it ruptured. Therefore, they were replaced with another unknown balloon catheter and the procedure continued. There was no reported patient injury. This was a vascular access intervention therapy (vaivt) case. The target lesion was anastomosis stenosis with somewhat acute angulation. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product into the patient. The device was prepped normally (i.e. Maintain negative pressure). Iopamidol contrast media was used. A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was in an acute bend at the anastomosis part. The plunger depressed into the syringe/indeflator when trying to inflate. Leakage was not noted from the balloon, shaft, hub, or unknown segment. The maximum inflation pressure was 20 atmospheres (atm). The balloon catheter did not kink while being used. The balloon catheter was removed easily. The product was removed intact (in one piece) from the patient. The device will be returned for evaluation.